Event description:
Pt had been fit for a ring pessary. After approx 7 days, the pt had developed a pruritic, reddish rash over their entire body initially believed to be an allergic reaction to the silicone pessary. The pesseary was removed. The rash then became worse and spread causing the pt to visit a local emergency room.